Event description:
The customer reported getting high blood glucose readings. The customer's current blood glucose reading is 280 mg/dl. The customer reported that the medtronic minimed sticker next to the drive support cap is sticking out. The insulin pump is being replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.